Manufacturer narrative:
N/a.

Event description:
The following has been reported: replacement air detector (B)(6)2024: upgraded software to new version 2.2f unable to communicate with agilia partner during air detector test. Flashed firmware and issue persists. Replacement air detector needed. (B)(6)2024: advised by wilhelm at fk that there is a known issue with agilia partner software causing communication issues due to cache error. Advised to complete another pm and comm fail should resolve after a successful pm. Issue is persisting on pump after returning after completing a pm on another pump. Replaced air detector kit and was able to calibrate unit. Upgraded software to new version 2.2f pm completed using agilia partner version v2r 4.0.3.21072wi-fi configured sql and centerium server checked for connectivity and data download: pass reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.